Event description:
Initially, a customer contacted baxter global technical service (gts) to request assistance in doing a manual drain during peritoneal dialysis therapy (pd) on the homechoice device. The caregiver (cg) stated that she needs to take the home patient (hp) to hospital and wants to manually drain him first. Assistance was provided and cg did not have time to provide further information at the time of the initial call. On (B)(4) 2012, baxter product surveillance (ps) contacted the hp in regards to the reported event. The caregiver (cg) (wife) stated that the hp had developed peritonitis and that he was in hospital until last tuesday. The cg stated that they had removed the hp's catheter and started him on hemodialysis (hd) and that the hp is expected to be on hd for a month and then go back to pd therapy. The cg stated that she does not know if the peritonitis was related to peritoneal dialysis (pd), home choice (hc), or dianeal solution. The cg stated that the hp is currently doing fine. The cg did not provide any additional information. On 09mar2012, ps contacted the peritoneal dialysis nurse (pdn) and received the following information. On an unspecified date in (B)(6) 2012, the hp was diagnosed with peritonitis coincident with dianeal pd4 ambuflex. The hp was hospitalized on (B)(6) 2012. The date of discharge was unknown. The patient received remedial treatment with gentamicin and meopenem (dose and frequencies not reported). A peritoneal dialysis (pd) effluent sample was taken for analysis and culture. The results of analysis and culture were unknown to the pdn. The hp has been on pd therapy with local (pd4) ambuflex using the homechoice for 5 plus years (exact dates unknown). The pdn confirmed that the patient was taken off of pd therapy on (B)(6) 2012 and put on hd while the patient is recovering. It is expected that the patient will be put back on pd therapy when he is fully recovered. The pdn reported that the peritonitis is currently ongoing and the patient is recovering. The pdn reported that he believed the cause of the peritonitis was internal due to diverticulitis. The pdn did not believe the cause off the peritonitis was related to a baxter product or solution.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the complaint investigation did not describe any types of use errors that might have caused potential contamination. The assignable cause is determined as no device malfunction or use error identified. A review of all batch record documents was performed on potentially associated lot h11b15027 with no issues noted during the manufacturing process. There were no deviations from standard procedure.